Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned proglide device noted that it was partially deployed. The complete suture with posterior needle tip remained partially loaded in the device. The posterior cuff with link remained in the posterior foot pocket and the posterior cuff tabs were undisturbed. The anterior needle had detached from the anterior cuff. One of the three anterior cuff tabs was broken off and was not returned with the device. These finding are consistent with the reported posterior needle-to-cuff miss as evidenced by the posterior cuff remaining in the posterior foot pocket. Because the posterior needle did not engage with the posterior cuff, the posterior cuff was not ejected from the posterior foot pocket as designed. When the needle plunger was removed from the device, the link was held on one end by the posterior cuff in the posterior foot pocket while being pulled on the other end by the withdrawal of the needle plunger. This resulted in the anterior needle detaching from the anterior cuff. The posterior needle-to-cuff miss resulted in the anterior needle-to-cuff detachment, which would prevent the suture from being harvested from the device. The returned needle plunger was inserted into the device resulting in acceptable needle trajectory, depth, and mandrel travel. The posterior foot examination did not detect needle strike marks that would suggest the posterior needle was deflected outside of the posterior foot pocket during deployment. The needle trajectory of each device is inspected twice during manufacturing. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot that would have contributed to the reported event. There does not appear to be any indication of a lot specific product quality deficiency. Based on the analysis of the returned device, inspection criteria and reported information the cuff miss experienced during the procedure appears to be related to the operational context during use. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that after an unspecified interventional procedure through a 6f. Procedural sheath, arteriotomy closure of the common femoral artery was attempted with the perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects and the patient was discharged the next day as planned. The physician was reported to be trained in the use of the proglide device. Though requested, no additional information was provided.